Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2015, a revision surgery was performed on (B)(6) 2022, due to anterior pain and knee laxity, a patellar component insert was implanted during this revision surgery and the genesis ii posterior stabilized high flexion insert size 7-8 9mm was replaced. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2015, a revision surgery was performed on (B)(6) 2022, due to anterior pain and knee laxity, a patellar component insert was implanted during this revision surgery and the genesis ii posterior stabilized high flexion insert size 7-8 9mm was replaced. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6; the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, approximately seven years after tka, a revision surgery was performed due to anterior pain and knee laxity. Per case details, the surgeon reportedly, took the patient to the theater to perform a patella resurfacing and a poly insert exchange, as the patella was not resurfaced during the primary tka. The patient¿s current health status is unknown. Without the requested information, the root cause of the reported anterior pain and laxity cannot be definitively concluded. However, disease progression is a known possible complication/occurrence and therefore common to resurface at a later time and not indicative of a component malperformance. Per case communication, the customer also reported the insert was a ¿side issue¿ and not the real reason for surgery. The impact beyond the reported symptoms and revision cannot not be determined and no further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that pain and laxity has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to joint tightness, material in use, patient reaction, loss of sterility, motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.